Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had ineffective therapy following a fall. Diagnostics found the lead fully impeded. Reprogramming was unable to restore effective therapy. Surgical intervention may be undertaken to address the issue.